Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1, [date of submission (B)(6) 2011] - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad buttons did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, during evaluation it was observed that the pump displayed a dim reddish verify screen.

Event description:
The patient reported that the keypad buttons have been intermittently unresponsive for (B)(6). She noted that the ok keypad button has become increasingly worse to obtain a response. The patient stated that the ok keypad button appears thin and shiny, but stated that the keypad is intact. She denied exposing the pump to water and cleaning products; and stated that she wears the pump clipped to her waist.